Manufacturer narrative:
This supplemental is being filed to fix a results code following the completion of a device investigation. Section h codes have been updated.

Event description:
This report summarizes 13 malfunction events, where it was reported the devices experienced unintended direction of the zoom. There was no patient involvement.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that the hazard was reported incorrectly. The count of events has been corrected to reflect this.

Event description:
This report summarizes 14 malfunction events, where it was reported the devices experienced unintended direction of the zoom. There was 1 event with patient involvement; insufficient information was able to be obtained about the injury.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 13 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 13 malfunction events, where it was reported the devices experienced unintended direction of the zoom. There was no patient involvement.